Event description:
A cranial distractor was implanted into a pediatric patient. The patient's parent attempted to remove the activation arm and broke the distractor. The surgeon instructed them not to attempt to remove the activation arm or cardanic extension again to avoid another breakage of device. The patient underwent a secondary surgery to replace the broken device.

Manufacturer narrative:
The device was optically assessed and stereo microscopically investigated in the lab. The stereo microscopic investigation revealed a tensile crack due to mechanical overload. Further observation determined there were no indications of material or manufacturing defects discovered. The product history device records were also reviewed based on the lot number provided and revealed no abnormalities. The results of the investigation conclude that the root cause for breakage was due to mechanical overload on the device. If further information can be gathered that might add value to the contents of the investigated report, an additional follow-up report will be submitted.